Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced both hyperglycemia and hypoglycemia while using the ilet, associated with an accidental second meal announcement shortly after lunch that was intended to correct an initial misclassification of the meal size. The user reported a peak blood glucose of 274 mg/dl lasting about four hours and a nadir of 39 mg/dl lasting about one hour, without use of backup therapy or ketone testing, and they self-treated the low with oral glucose. Symptoms included tiredness, headache, mental fog, feeling cold, and difficulty speaking clearly. Outcomes included temporary functional impairment without the need for medical intervention or assistance. Investigation included troubleshooting and education, with assignment for additional training on appropriate meal announcement to avoid unnecessary duplicate entries and to rely on the system¿s autocorrection. Investigation of this case revealed user technique error related to meal announcement as the likely contributor to the reported highs and lows, and no device malfunction was identified. It was concluded, based on previously established findings for similar reports, that user training and correct meal announcement practices are the probable cause.